Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified below-the-knee vessel. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during inflation at 14 atmospheres for 1 minute, the balloon ruptured vertically. The device was removed and the procedure was completed with another of same device. No patient complications were reported and the patient condition was good.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified below-the-knee vessel. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during inflation at 14 atmospheres for 1 minute, the balloon ruptured vertically. The device was removed and the procedure was completed with another of same device. No patient complications were reported and the patient condition was good.

Manufacturer narrative:
(E1) initial reporter address 1: (B)(6). Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 1.4cm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.